Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a ruptured prosthesis discovered during routine ultrasound and confirmed by an MRI later. Later reported capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a ruptured prosthesis discovered during routine ultrasound and confirmed by an MRI later. This relates to left side. The device remains implanted.

Event description:
Patient reported a ruptured prosthesis discovered during routine ultrasound and confirmed by an MRI later. Later reported capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, d6a, d6b, d9, g2, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a ruptured prosthesis discovered during routine later reported capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Patient reported a ruptured prosthesis discovered during routine ultrasound and confirmed by an MRI later. Later reported capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Patient reported a ruptured prosthesis discovered during routine ultrasound and confirmed by an MRI later. Later reported capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a ruptured prosthesis discovered during routine ultrasound and confirmed by an MRI later. This relates to left side. The device remains implanted.